Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that an rv lead perforation was identified approximately one month later. An invasive procedure was performed. The patient's chest was opened and the lead was explanted and replaced with an epicardial lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the emergency room 6 days post implant with complaint of confusion and not feeling well. Presenting electrogram (egm) showed lots of premature ventricular contractions and the appearance of true atrial events falling into post-ventricular atrial refractory period (pvarp). Due to the events falling into pvarp, the events were not tracked by the device and resulted in atrial pacing. Boston scientific technical services (ts) discussed troubleshooting options. The patient was sent home and presented to the clinic the following day for a wound check. Rv threshold measurements were noted to be elevated and the lead was noted to have dislodged. An invasive procedure was performed. The lead was repositioned and remains implanted and in service. No additional adverse patient effects were reported.